Manufacturer narrative:
The device has not yet received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while switching on the evis exera iii video system center the front panel button continues to blink and does not operate any function. The issue was found during general inspection. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d9, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all light-emitting diode on the front panel continued to glow, and the front panel switch did not work due to faulty printed circuit board. Also, an additional adverse event of no image was displayed on the monitor screen with 190 series scope due to faulty patient board set was identified. Olympus will continue to monitor field performance for this device. .